Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va11brm, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Healthcare provider reported premature battery depletion and scheduled surgery to explant the device. It was noted that the devices were explanted and would not be replaced. The issue was resolved at the time of this event. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.